Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 15-oct-2018. It was reported that crossing difficulties were encountered. Vascular access obtained via femoral artery. The eccentric 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x28mm promus element plus was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element plus, mr, ous 3.00x28mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent damage. The undamaged crimped stent od (outer diameter) was measured. This is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.